Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple minimum fill notifications occurred after filling multiple cartridge with 180 units of insulin. The customer¿s blood glucose level was 114 mg/dl. Reportedly, added insulin to the cartridge and loaded it successfully.